Event description:
While implanting a total knee the patella wafer fell into the pt unnoticed. During post-op x-rays it was detected. The pt was re-opened and the product was removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.